Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
Same case as MDR ID: 2134265-2016-04461. (B)(6) clinical study. It was reported that stent restenosis and angina occurred. In (B)(6) 2012, the patient presented due to stable angina and was referred for cardiac catheterization. On the same day, index procedure was performed. Target lesion #1 was a de novo located in the 1st diagonal with 80% stenosis and was 14mm long with a reference vessel diameter of 2.5mm. Target lesion #1 was treated with direct placement of 2.50x16mm promus element plus drug eluting study stent. Following post-dilatation, residual stenosis was 0%. Target lesion #2 was a de novo located in the proximal left anterior descending (lad) artery with 60% stenosis and was 23mm long with a reference vessel diameter of 3.2mm. Target lesion #2 was treated with the direct placement of 3.00x24mm promus element plus drug eluting study stent. Following post-dilatation, residual stenosis was 0%. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2016, the patient presented to the emergency department due to symptoms of unstable angina and was hospitalized on the same day. The following day, the patient was discharged home without resolution of symptoms and given follow-up appointment with hospital 25 days after and due to his persisting symptoms it was scheduled for outpatient cardiac catheterization 26 days after. The 100% stent thrombosis of previously placed stent from the proximal left circumflex (lcx) to distal lcx was treated with pre-dilatation and placement of 2 non bsc drug eluting stents in an overlapping manner (2.25x18mm distally and 2.25x26mm stent proximally). Following post-dilatation, residual stenosis was 0%. Additionally, 80% distal edge restenosis of the previously placed study stent in the 1st diagonal was treated with direct placement of 2.25x18mm non bsc drug eluting stent. Following post-dilatation, residual stenosis was 0%. On the same day, the event was considered resolved.